Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of stenosis, undergoing a revision surgery. It was reported that removal was performed due to incomplete bone fusion of the cage on l5-s1 and suspicion of mild infection. Initial surgery was performed on (B)(6) 2016 at l3/4 with tsrh-rp via plif. Post-op, adjacent segment disease(stenosis) was reported, and the patient underwent revision surgery on (B)(6) 2019. No part/lot information is provided. On (B)(6) 2019, screw on l3-4 was removed and plif was performed on l4-5 additionally. Fusion on l3-4-5 was performed with screw. On (B)(6) 2020, screw on l3-4-5 was removed, extension fusion was performed to t11-il. On (B)(6) 2020 screw on t11-12 was removed (rod between t12-l1 was cut). Cage on l5-s1 was removed. Right screw on s1, il was removed (rod between l5-s1 was cut). 2 new screws were inserted in il. Rod was connected with mrc. There was no malfunction on the product, but an infection between the l5-s1 intervertebral space was suspected. The product was discarded and will not be replaced. Mdt products used in initial surgery: tsrh rp device status reason explanted-complete additional info received. The date of initial surgery: (B)(6) 2016 the surgery on (B)(6) 2019: fusion level, l4-5-s1 plif.